Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician successfully implanted seven non-penumbra coils and three smart coils using the microcatheter. The physician then advanced another smart coil to the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach after two attempts. Therefore, the physician manually detached the smart coil. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02628